Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was subjected to defibrillation threshold (dft) testing resulting in two failed attempts. The first failed attempt was delivered with 65 joules in standard polarity and the second at 80 joules in reverse polarity. The patient was then externally defibrillated. A third dft was successful with 65 joules in standard polarity. This device remains in service. No adverse patient effects were reported.